Event description:
While onsite servicing the sterrad® nx sterilizer for another issue, an asp field service engineer (fse) discovered an odor emitting from the unit. There was no report of human reaction. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014.

Manufacturer narrative:
A field service engineer was dispatched to the customer site. Odor/smell was confirmed. A corrective maintenance was performed and the vacuum pump oil, catalytic decomp filter, solenoid valve and oil mist filter were replaced. Unit meets specifications and was returned to service on (B)(6) 2015.

Manufacturer narrative:
(B)(4). Corrected data: part replaced to resolve the odor/smell was the vacuum pump, not the vacuum pump oil, catalytic decomp filter, solenoid valve, and oil mist filter. Asp investigation summary: the investigation included a review of the device history record (DHR), service history, failure mode and effects analysis (fmea), and system risk analysis (sra). ¿the DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. ¿the service history for this unit was reviewed for the past 6 months (09/19/2014 to 03/18/2015) and trending was not exceeded. ¿the fmea revealed the risk priority number (rpn) scores are considered to be acceptable. ¿the sra shows the risk for exposure to toxic or corrosive material to be "low." ¿the vacuum pump was returned and tested. The vacuum pump exhibited an odor. The reason for return of the vacuum pump was confirmed. The assignable cause of the odor/smells is the vacuum pump. The field service engineer replaced this part and confirmed the sterrad® nx was restored to proper function after service. The reported issue was resolved at the customer facility. The issue will be tracked and trended.